Event description:
The customer reported that the ventilator gave a transducer failure occurred during usage to a pt, no pt harm.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the turbine fixed the reported issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the MFR.